Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab. The report of the system controller alarming "power cable disconnect" was confirmed during analysis. The black power lead was stripped at the connector end which revealed a damaged inner conductor. The movement of the black power lead at the connector end resulted in alarms while tethered to a power module. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's system controller was alarming "power cable disconnect." The system controller was exchanged with another system controller and there were no further problems reported.